Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and had a possible fracture. The lead was repaired and plugged into the left ventricular port of the device. Noise was still present; however, all other parameters were within normal limits so the lead remains in use. A new lead was implanted and plugged into the right ventricular port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead repair was done in response to an insulation breach.